Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 19june2019. The manufacturer¿s international service technician inspected the device and confirmed the reported problems. The service technician replaced the flow sensor assembly to address the oxygen concentration issue, the power switch overlay to address the led illumination failure and the top cover to address the cracks. The ventilator was checked overall, cleaned, run-in tested and functionally tested. The determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. No parts were returned for failure investigation; therefore, the root cause at the component level could not be determined.

Event description:
It was reported that, during periodic maintenance, the ventilator's oxygen concentration was found to be out of specification. It was also reported that the ventilator's green light emitting diode (led) had an illumination failure and that the top cover was cracked. There was no patient or user involvement.

Manufacturer narrative:
MFR received date: 03 sep 2019. The replaced gds (gas delivery system) assembly was returned and failure investigation was performed on 01-sep-2019. Failure investigation determined that the defective u1 component on the oxygen flow sensor printed circuit board assembly caused the oxygen flow accuracy and the oxygen accuracy tests to fail. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.